Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient went to charge their device and saw an error code on the implantable neurostimulator recharger (insr) that showed a software settings screen. The device was not supported. The patient had not been able to charge the implantable neurostimulator (ins) since implant in (B)(6) 2016. It was reported that the patient had meet with their health care professional (hcp) and realized that they had not charged the device. Also, the patient reported that every so often since implant they moved the wrong way and the patient felt a pinch. This occurred intermittently every 3-4 days and was related to positional movement. This was a sudden change since implant. The hcp thought that it was just pain related to the ins not delivering therapy due to it not being charged. The patient was taking oral neurontin for the pain and it made them sleepy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.